Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer had a rash build and it smelt like when you remove a cast. Sensor has 4 days on it and got a change sensor and a calibration not accepted message. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. Sensor will be replaced but not returned